Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample was returned from the reported lot number for evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 340° to 150°, with the ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supply manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, the clinic manager reported that the blood leak occurred immediately at the start of the hd treatment when the blood hit the dialyzer. The blood leak was described as being an internal blood leak. The leak was visually observed in the dialyzer and the red hansen hose. A fresenius machine was being used and alarmed with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A supply manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, the clinic manager reported that the blood leak occurred immediately at the start of the hd treatment when the blood hit the dialyzer. The blood leak was described as being an internal blood leak. The leak was visually observed in the dialyzer and the red hansen hose. A fresenius machine was being used and alarmed with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.